Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a localizer fault error. Replacing the camera resolved the issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735821, lot number: unknown  g2: foreign - (B)(6), h3/h6: the system was serviced and the camera was replaced. Codes b01, c07, and d02 apply.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.